Event description:
On (B)(6) 2012, the lay user/patient in france contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurate readings. The patient obtained the blood glucose readings of 297 mg/dl and 511 mg/dl on the reported meter within 20 minutes of each other. The patient did not experience any symptoms or seek any medical attention. As the test results fell outside expected values for precision testing this complaint is being reported.

Manufacturer narrative:
Follow-up #2 ((B)(4))-device evaluation: the meter involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found and the primary complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up ((B)(6) 2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.